Event description:
An insurance applicant collected an oral fluid specimen using the orasure hiv-1 oral specimen collection device. Following specimen collection, the client experienced numbness of the tongue and gums which lasted for approx two hours and then resolved. The client was sent the "msds" sheet for reference.